Event description:
The pump was returned for investigation. Investigation revealed that the text on the display screen was also found to be dim, faded and discolored. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 10/01/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/01/2014 with the following findings: investigation revealed that the text on the display screen was found to be dim, faded and discolored. The contrast setting was set at '8' and then increased to the maximum setting of '10' with little improvement observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).